Manufacturer narrative:
The reported device was not returned to manufacturer because it was discarded at hospital. Attempts to obtain patient records have been unsuccessful. Without receipt of the explanted device or medical records the reported explant cannot be investigated or confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Additional information will be reported if received.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint¿. The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic aortic valve, implanted approximately five (5) years and six (6) months, was explanted due to unknown reasons. The explanted device was replaced with another bioprosthetic valve. There are no adverse events reported.